Event description:
A 7.0 x 40 admiral balloon was prepped and advanced into the right iliac artery around noon. One minute later the balloon was inflated across the right iliac lesion at 8 atmospheres for 60 seconds. During the second attempted inflation three minutes after insertion, the balloon ruptured at nominal pressure. The balloon was removed over a wire. Then we fluored and noticed a piece of the balloon was caught/stuck at the sheath. Doctor pulled the sheath slightly back and with a blade cut down and with hemostats retrieved the fragmented balloon piece. Then the sheath was advanced back and held pressure. The site continued to bleed and upsized the sheath from a 5 f, 6 f, 7 f, 8 f, to a 9 f sheath and applied pressure. The sight stopped bleeding with no hematoma in sight. Doctor informed the patient of the issue we had and that it was resolved. Once we were done the patient was transported to pre/post area.